Event description:
The report received from the affiliate indicated that prior to use of a 135 cm. 5 fr. Precise 7 x 30 stent in the patient, the stent was separated from the delivery system after removing the protective cover of the device during preparation. The product was not clinically used in the patient. There was no reported patient injury. Additional information received indicated that: there was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU). Another product was used to complete the procedure successfully. The target lesion was the renal artery. No target lesion characteristics were provided. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available.

Manufacturer narrative:
The report received from the affiliate indicated that prior to use of a 135 cm. 5 fr. Precise 7 x 30 stent in the patient, the stent was separated from the delivery system after removing the protective cover of the device during preparation. The product was prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. No other product issue was noted upon inspection of the product after removal from the patient. The product was not clinically used in the patient. There was no reported patient injury. No additional information is available. The product was returned for inspection. One non-sterile precise pro rx ous carotid system, 5f, 7mm x 30mm, 135 cm was received coiled inside a plastic bag. Unit was deployed. Stent was received loose inside bag. Valve was received open. No other discrepancies were found. The usable length was measured and found within specification. Although the stent was deployed; functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure ¿sds - deployment difficulty-premature/during prep¿ reported by the customer could not be confirmed since the stent was received deployed, the protective cover removed and valve open; in addition no anomalies were found during dimensional and functional analyses. The exact cause of the failure could not be conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is related to manufacturing process. Handling and procedural factors could be contributed to this condition. Per the IFU the touhy borst valve should be closed prior to removal from the packing tray. If this is not done there is a potential for the stent to deploy pre-maturely. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.